Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of reflux into the tubing could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a admin set, clave¿, ext smallbore, 2 nanoclave¿ and occurred on an unspecified date in june 2024 where it was reported the patient came for a standard psma pet scan at pet 2 for follow-up. Where staff placed a yellow vvp on the right arm because the patient was very difficult to inject, and missed the application the first time on the left arm. They then connected it to the IV and checked that it worked. The patient did not feel pain. Staff then injected it with a lead syringe into the IV at 8:50 a.m. And rinsed 3 times with physiological serum. The patient had no pain, no extravasation observed, and the patient told me he could feel the product passing. After 45 minutes of waiting, the saline bag hadn't completely emptied, but since it was a yellow catheter, I wasn't worried. At the time of the images, the kcoups were around 4 on the pet scan. Staff thought there was an error in the tracker data had previously filled in. At the end of the imaging, with the doctor florian mallet, staff saw that there was no error in the data filled in and that there was no interpretable image. I called nicolas sas (medical physicist) to count the infusion because the product could only be here, and it turned out. So, I think that the non-return valve of the infusion did not work correctly and therefore that the product came back up and that when rinsed, staff had to lightly inject product and physiological serum, which the patient felt it in his arm during the injection. The examination could not be carried out and had to be rescheduled. No harm was reported on this event.